Manufacturer narrative:
Button error alarm was noted due to corroded keypad traces. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer's current blood glucose reading is 9 mmol/l. No further information reported.